Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the device was used on the patient, on the second cartridge was loaded and a big snapping noise was heard when firing the staple to the stomach by the surgeon. After that, the device was unable to perform firing. It was reported the surgical time was extended by less than thirty minutes. The procedure was completed with another device. There was no patient injury.